Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There was no specific reported event to confirm. Review of x-rays noted superolateral dislocation of the femoral head in relation to the acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk freedom femoral head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05347. Unknown cup, pn unknown, ln unknown , unknown stem, pn unknown, ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial tha at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. According to the nursing review the patients hip is dislocated. Attempts were made to obtain additional information; however, none was available.